Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the exact cause of the chordae tendinae injury cannot be confirmed. Procedural factors (manipulation of the devices) may have contributed to the injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00625 .

Event description:
During a transapical tavr procedure, a chordae tendinae injury occurred during the deployment of a 29mm sapien 3 valve. During the placement of the sapien 3 valve, the chordae tendinae was damaged and mitral regurgitation (mr) increased. Tee indicated the extra mr; however, it wasn¿t clear if a repair would be required or the regurgitation would resolve by itself. The mr was ¿a little¿ worse at the end of the procedure. No actions were taken at the time. Several hours post procedure, the patient was returned to the or and a mitral clip was placed to repair the chordae injury. It was speculated that the devices became entangled in the chordae and the heart team did not realize this during the valve deployment. The extent of the chordae injury was not known until after the procedure.